Manufacturer narrative:
Device evaluated by manufacturer: synergy xd mr us 2.50 x 28mm stent delivery system (sds), catheter was returned for analysis. The following attributes were examined. Stent profile, a visual examination of the stent found issues. The entire stent was found to be damaged and moved distally along the balloon. Due to the level of damage, it was not possible to get a crimped stent od. A review of the manufacturing stent profile data was performed and the stent od was measured within max crimped stent profile measurement specification. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The crimp marking s were visible on the balloon material. Tip profile: a visual and microscopic examination of the bumper tip showed no signs of distal tip damage. Hypotube profile: a visual and tactile examination of the hypotube identified multiple hypotube kinks. Shaft polymer extrusion profile: a visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 22oct2021 it was reported that the device could not cross the lesion. A synergy xd mr us 2.50 x 28mm stent balloon expandable device could not cross the highly calcified artery. No patient complications were reported. However, device analysis revealed stent damage.